Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product was provided for evaluation. Data was received but not investigated as data will not confirm the issue. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.